Event description:
It was reported that an abnormal sound was noticed, and then the fiber broke at about 40cm of the end during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that an abnormal sound was noticed, and then the fiber broke at about 40cm of the end during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.